Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.

Event description:
After insertion 15 days, there's found that medicine leakage over the disk.